Manufacturer narrative:
H6: investigation summary . Bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing shelf pack label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd tube sst plh 13x100 5.0 plbl gold br the tube was missing the label. The following information was provided by the initial reporter, translated from portuguese to english: one package of tube missing the identification label. The boxes arrived properly sealed, with no trace of damage or violations.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd tube sst plh 13x100 5.0 plbl gold br the tube was missing the label. The following information was provided by the initial reporter, translated from portuguese to english: one package of tube missing the identification label. The boxes arrived properly sealed, with no trace of damage or violations.